Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800189 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that hem-o-lok fell apart but outside patient's abdomen. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw loose from the rest of the device and its trigger was partially engaged. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The bottom jaw was measured with a r & d engineer and compared to product specifications (g00455). The width between the jaw legs was measured to be .109" which fits within the tolerances of .110" +/- .003". The depth of the pivot points on the jaw legs were measured to be .010" and .009" which both fit within the designated tolerances. No dimensional issues were found with the bottom jaw. This sample was reviewed with a r & d engineer. Functional inspection could not be performed on the returned sample due to the condition of the device. However, the sample was disassembled to inspect its internal components. Upon disassembly, the channel pivot hole for the bottom jaw appeared to have been damaged. The damage to the pivot hole indicates that the jaw did not stay engaged to the channel during use, causing it to detach from the device. This most likely occurred during use of the device. However, it could not be determined what caused this particular issue to occur. No dimensional issues were found with the bottom jaw to suggest it would cause the damage observed to the pivot hole. We will continue to monitor and trend on this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Product drawing, g00455, for the bottom jaw was also reviewed as a part of this investigation. A corrective action is not required at this time since it could not be determined what caused this complaint issue. We will continue to monitor and trend on this issue.

Event description:
It was reported that hem-o-lok fell apart but outside patient's abdomen. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw loose from the rest of the device and its trigger was partially engaged. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The bottom jaw was measured with a r & d engineer and compared to product specifications (g00455). The width between the jaw legs was measured to be .109" which fits within the tolerances of .110" +/- .003". The depth of the pivot points on the jaw legs were measured to be .010" and .009" which both fit within the designated tolerances. No dimensional issues were found with the bottom jaw. This sample was reviewed with a r & d engineer. Functional inspection could not be performed on the returned sample due to the condition of the device. However, the sample was disassembled to inspect its internal components. Upon disassembly, the channel pivot hole for the bottom jaw appeared to have been damaged. The damage to the pivot hole indicates that the jaw did not stay engaged to the channel during use, causing it to detach from the device. This most likely occurred during use of the device. However, it could not be determined what caused this particular issue to occur. No dimensional issues were found with the bottom jaw to suggest it would cause the damage observed to the pivot hole. We will continue to monitor and trend on this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Product drawing, g00455, for the bottom jaw was also reviewed as a part of this investigation. A corrective action is not required at this time since it could not be determined what caused this complaint issue. We will continue to monitor and trend on this issue.

Event description:
It was reported that hem-o-lok fell apart but outside patient's abdomen. There was no patient injury.